Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system on (B)(6) 2009 consisting of an ipg and two percutaneous leads. On (B)(6) 2010, surgical intervention was undertaken to replace the pt's percutaneous leads with a surgical lead because of alleged migration; however, due to the presence of scar tissue, the physician was unable to implant the new lead and ultimately elected to remove the pt's entire scs system. There are no plans to implant a replacement scs system as the previous devices reportedly did not provide effective therapy relief to the pt. The explanted leads were discarded; however, the ipg was returned to the manufacturer.